Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a home choice (hc) device during drain one of four. The hp disconnected, cycled the power and went through the system setup again and the hc began to prime. The technical service representative (tsr) had the hp press stop and explained alarms and that the hp will need to start over with new supplies. The tsr reviewed the proper procedures per user manual with the hp. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.